Event description:
It was reported that the intra-aortic balloon (iab) was prepped correctly and "immediately" stuck in the super arrow-flex (saf) sheath. The saf was removed with the spring wire guide (swg) left intact. There was no pt death, injuries or complications reported. There was no delay in treatment and pt is listed as ok. Reference MDR #1219856-2010-00667 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.